Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when there was air in the tubing distal to the pump. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This represents all the information known by reporter upon query by hospira personnel.